Manufacturer narrative:
This report is being filed on an international product, list number 08d06-29 that has a similar product distributed in the us, list number 08d06-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using the architect syphilis tp assay. The following results were provided for a (B)(6) year old female patient: (B)(6) 2018: : initial: (B)(6). (B)(6) 2018: (B)(6). The specimen was also (B)(6) when tested using the rpr method. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, testing or return specimen, design history record review, in-house testing, a search for similar complaints, and a review of labeling. A return sample was tested using a sensitivity testing protocol with lot 82301li00, the sample was reactive upon inhouse testing. Additionally, the sample was also tested using the the tppa (negative) and fta-abs (indeterminate) methods. The design history record review did not identify any non-conformances, deviations or potential nonconformances of the lot in question. Tracking and trending did not identify an adverse or non-statistical trends. A sensitivity testing protocol was executed using lot 82301li00 met acceptance criteria and determined the reagent is performing acceptably. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect syphilis tp reagent, list number 08d06, lot 82301li00 was identified.